Event description:
It was reported that when the device was opened and the clamp was opened, the clamped portion of the catheter remained compressed together. The device was not used in/on the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hgstar 14.5f 19cm catheter was returned for evaluation. Crimp mark noted on the arterial extension leg. Therefore the investigation is confirmed for the alleged catheter kink. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that when the device was opened and the clamp was opened, the clamped portion of the catheter remained compressed together. The device was not used in/on the patient.